Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Initial reporter - (B)(4).

Event description:
It was reported that zimmer dermatome handpiece was surging; not running smoothly. Event occurred before surgery. There was no harm, no delay, no impact to graft reported.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h8, h10. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6)2019 , it was reported that zimmer air dermatome needed repair because the handpiece was not running smoothly. A different hose was trialed but no improvement made. The customer returned an air dermatome device, serial number 111416, for evaluation. The customer also returned a hose and 1 in, 2 in, 3 in, 4 in width plates, for evaluation. Product review of the air dermatome by zimmer biomet taiwan on (B)(6)2019 revealed that the calibration was out of specifications at all settings. The motor speed was below specifications and the control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet taiwan on november 22, 2019 which included replacement of the motor, bearings, o-ring, seal, reciprocating arm, and external e-ring. Air dermatome, serial number 111416, was then tested and functioned properly. It service notification number (B)(4) dated (B)(6)2019. While the returned product investigation confirmed that the air dermatome had a malfunctioning motor, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the motor, bearings, o-ring, seal, reciprocating arm, and external e-ring were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.